Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the optium xceed meter was reviewed and the dhrs showed the optium xceed meter passed all tests prior to release. Dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc glucose meter. A customer reported that his wife obtained readings over 400 mg/dl from the meter and an ambulance was called. No further information was provided as customer declined to troubleshoot. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc glucose meter. A customer reported that his wife obtained readings over 400 mg/dl from the meter and an ambulance was called. No further information was provided as customer declined to troubleshoot. There was no report of death or permanent injury associated with this event.